Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the device was in backup operation triggered after explant, consistent with exposure to low temperatures. The device was tested on the bench, but the backup could not be reproduced, so the cause could not be determined.

Event description:
This report is to advise of an event observed during analysis.